Event description:
It was reported that the as lvp 20d 2ss 15m tubing couldn't be primed due to flow issues/blockage. The following information was provided by the initial reporter: "unable to prime tubing".

Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to an IV bag and primed with saline. The set was successfully primed. The customer complaint that they are unable to prime the tubing could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 24302-0004 lot number 20086023 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20086023 regarding item #24302-0004. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 2ss 15m tubing couldn't be primed due to flow issues/blockage. The following information was provided by the initial reporter: "unable to prime tubing."